Manufacturer narrative:
H10: on (B)(6) 2023, the customer allowed the proposal for a replacement v60 lithium-ion battery to expire. In a good faith effort (gfe) response from the field service engineer (fse) received on 03jul2023, it was confirmed that the customer did not replace the battery following the onsite service and charging. The resolution is considered to be the cleaning of the battery contact and charging of the battery. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator, indicating that there was a problem with the battery. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the battery was dead and requested a replacement v60 lithium-ion battery. The customer was provided a proposal for the replacement battery. On 07jun2023, a philips field service engineer went to the customer site and replaced the power management (pm) printed circuit board assembly (pcba). In a good faith effort (gfe) response from the fse received on 07jun2023, it was stated that the battery was not found to be dead, just low on charge, so the fse did not replace the battery. The fse cleaned the battery contact, and the battery began to recharge without error. The fse stated that the customer would allow the v60 lithium-ion battery to charge for a day and then make the decision on whether or not to replace it. This investigation is ongoing.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).